Event description:
It was reported that prior to start, the battery level indicator showed sufficient power for another 20 minutes. The pt was moved to an unk dept in the facility. The pump stopped functioning without alarming. The iab was removed and another iab was not inserted until another pump was delivered to the hospital by the sales rep. There was no reported "harm or damage to the pt". Add'l info received from the sales rep on 07/06/2009 stated that he brought a replacement pump for continued treatment of this pt. The technical service was informed and "took care of the pump".

Manufacturer narrative:
(B)(4). Product will not be returned for eval.